Manufacturer narrative:
(B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the unit did not function. Per operational and diagnostic, the reported failure was confirmed. During evaluation, the scopes were found bent in consequence it was replaced. The device showed a bad image since it was identified the light post of the optics were damaged. The distal tip damaged, therefore they were replaced. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The possible root cause for the reported failure can be attributed to the damage on the scopes and the bad image may be related to lack of maintenance as well as rough use by the user. However, this cannot be conclusively affirmed. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this time, no corrective action is required, and no further action is warranted, as the device was repaired and is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. (B)(4).

Event description:
It was reported by affiliate via phone, that two hd ep arthroscope/sinuscope 4.0mm x 30 deg x 175mm (storz lock), need repair because devices do not work properly anymore. No surgical delay or patient consequence reported. No further information available